Manufacturer narrative:
Other relevant device(s) are : product ID 3889-28 lot# va1q969 serial# implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 02-apr-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that the stimulation was uncomfortable as there was vibration in the anus and did not felt stimulation anyway else. Patient also reported return of symptoms and also lack of symptoms relief and loss of therapy. Patient also reported that they read through the literature but did not understood how it worked. Patient stated that they were not getting symptoms relief and so that is why they moved their stimulation from program 2 at 1.4v to 2.1v and that helped with their symptoms until saturday as there was uncomfortable between their anus and inner thigh. Patient also reported that they were concerned that the lead might have moved. Patient also mention that they met with their health care professional (hcp) and they switched the stimulation to program 3 at o.85v but still felt like it was in the anus area. During troubleshooting, patient was moved to program 3 and lowered stimulation first from 0.85v to 0.0v and then turned it back on and raised it to 0.80v and patient felt comfortable stimulation. Patient was advise to leave it as it for 24 hours and monitor symptoms to see if it helped. Patient also has an appointment with their hcp. No further complications were noted or anticipated.